Event description:
Per the clinic, the patient developed an infection at implant site, skin breakdown, wound dehiscence, implant exposure and a thin layer of granulation around the implant. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The correct implant details have been obtained and updated.